Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down. A technical support specialist (tss) found a disconnected flag for the carefusion coordination engine (cce) server and the issue was escalated to the carefusion coordination engine (cce) agents. The tss received updates from the integration engineering support team (iest), who stated that the cce server was up and running. Then, the tss confirmed with the customer that the latest orders and patients had crossed over. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system was down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.